Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical service (gts) regarding a check your position alarm that appeared on the home choice (hc) during fill 1 of 3. Gts instructed the hp with troubleshooting steps. The hp stated that there was air in the patient line. Gts recommended that the hp end therapy and start over with new supplies. Gts then assisted the hp with ending therapy. On (B)(6) 2010 product surveillance spoke with the nurse (rn) who stated, she was not aware of any reports of air in the line from the hp; therefore, could not advise on what may have caused the air in the line. The rn stated, the hp has not had any complaints. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's investigation.